Event description:
Procedure: inguinal hernia repair. According to the reporter: before surgery, it was confirmed the balloon did not inflate. New one was opened for procedure. No patient involved.

Manufacturer narrative:
(B)(4).